Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that when the power button on the previously working remote monitor was pressed, it failed to initiate telemetry; the light above power button flashes. Verified set up and troubleshooting steps were taken, to no avail. Return and replacement of the monitor is pending. No patient complications were reported as a result of this event.